Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report of an observational study from a physician in (B)(6) of bacterial peritonitis in a subject coincident with extraneal viaflex and physioneal 40 unknown therapies for automated peritoneal dialysis (apd). On (B)(6) 2009, the subject switched to continuous ambulatory peritoneal dialysis (capd) and the total fill volume was decreased to 8000ml due to the index event. Extraneal and physioneal therapies were ongoing. On (B)(6) 2009, the subject experienced bacterial peritonitis. That same day, remedial therapy began with ceftazidime (ip) and vancomycin (ip). On (B)(6) 2009, treatment with ceftazidime ended. On (B)(6) 2009, treatment with vancomycin ended. On an unreported date in 2009, the subject recovered. Study title: endotoxin-associated sterile peritonitis observational study (e-steps) type of study: observational: protocol number: (B)(4). Subject number: (B)(4). Subject initials: not reported study sponsor: baxter.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. The cause of the peritonitis was undetermined.